Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15791. It was reported that the patient's leads had migrated, and therapy has been ineffective since implant ((B)(6) 2021). Reprogramming did not resolve the issue. As a result, surgery occurred in which the leads were explanted and replaced in a different location, which resolved the issue.